Event description:
It was reported that the atrial lead had dislodged following the implant procedure. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.